Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not spinning was confirmed. An assessment was performed and the complaint was reproduced. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the quick coupling device was not spinning well when used with the small battery drive device. The event was not reported to have occurred during surgery. There were no delays to a scheduled surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.